Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported blood glucose results of 26 mmol/l and 19 mmol/l on the aviva system,9.5 mmol/l and 7.5 mmol/l on friend's unknown accu-chek system within 10 minutes. No information provided for the friend's system. No adverse event was reported. Strips are not available for return.